Event description:
It was reported that the system clotted after a few mins of use despite full heparinization. The film of the angiogram showed clots inside the pts vessel. The pts ejection factor was approx 5 percent. Clots occurred either due to hitt (heparin-induced thrombocytopenic thrombosis) or low perfusion prior to the heparin being administrated. The pt expired while on another support device shortly after this event. Ref: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device (B)(4). Provides product failure investigation, analysis and resolution for the device described in this report. Complete performance testing was conducted on the returned sample which included the gas transfer test and the pressure drop test on the blood side. All results were within the requirements. No clotting was observed under test conditions. Production records for the coating process were reviewed and no deviations were noted.